Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was not provided.customer was driving and unable to troubleshoot and stated will contact cts back to finish troublshooting. Cts made multiple attempts to contact customer with no success. The customer reverted to alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.